Manufacturer narrative:
The device was discarded after explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 66-year-old male patient with a past medical history or coronary artery disease (cad), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a protected percutaneous coronary intervention (pci). Upon arrival to the intensive care unit (ICU), the patient had a femstop over the impella site due to bleeding. Right radial pulses were dopplerable, but the extremity was dusky. Manual pressure was held, another stitch applied to the site, and femstop reapplied to area by vascular surgery. The patient was on anticoagulants from the pci. The activated clotting time (act) was 133. The right lower extremity was mottled so there was concern for ischemia. 11 hours after insertion, the device was removed with an escalation of therapy to an impella 5.5. After removal of the impella cp, a clot was found on the pigtail catheter. There was no thrombus seen on echocardiogram in the left ventricle (lv) or the pump. The vascular surgeon felt that the clot likely formed within the femoral or superficial femoral artery. A 20cm clot was extracted. The femoral artery was repaired and closed. Doppler signals were found in the lower extremity. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.4l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
B5: added new information regarding patient outcome.

Event description:
The patient survived explant.